Event description:
Lead was repositioned on (B)(6) 2011 and later explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found one tine was missing caused by exposure to external force. There is no indication that the damage found was production related.

Event description:
Patient is noted to be a twiddler's syndrome and caused the lead to dislodge. The lead was replaced.